Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 161 mg/dl and their sensor glucose read under 70 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported their sensor glucose was less than 40 mg/dl and their blood glucose reading was 296 mg/dl in another event. Customer also reported their current blood glucose was 369 mg/dl and their sensor glucose was 329 mg/dl. Customer agreed to return the product for analysis.